Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they don't think ins is functioning anymore because they have had a return of symptoms of getting incontinent. Reviewed ins longevity and eos considerations and redirected patient to hcp to check ins battery status. Patient provided event date as "it's been over a year". No further patient complications are anticipated or expected as a result of this event.